Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device revealed a large purge gap indicative of bearing wear. The bearing wear occurred after six days of use, which is less than the intended design life of 8 days per durability test p2011-144. The root cause of the pump stop was determined to be bearing wear. Also, high purge pressure alarms were noted sporadically throughout the logs. The data logs show normal purge pressure and purge flow followed by a sudden spike in pp up to 1100 mmhg. The purge pressure then recovers, and the purge flow increases slightly before stabilizing at around 15 ml/hr. This indicates a periodic kink in the purge line before the pss as the root cause of the high purge pressure. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, various alarms were received followed by the pump stopping after the device was pulled back into the aorta. The impella device was explanted and a new impella device was placed. The procedural outcome was the patient survived surgery.